Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received a code and the buttons were not working. Customer stated that the buttons were sticking and not connecting. The customer had to push many times and the buttons did not seem to connect. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.